Event description:
It was reported that the patient with this left ventricular (lv) lead experienced infection. Reportedly, the physician wanted a lead extraction information as plan to extract the system. The technical services (ts) provided lead specification. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and this left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The crt-d will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).